Event description:
A non-healthcare professional reported that laser head air leakage in the unknown timing.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified after the day of event. Most recent onsite visit from field service engineer and performed and signed service installation record. System meets specification as per service installation record. During onsite visit the reported event could be confirmed and reproduced by the responsible field service engineer. The field service engineer checked the laser system and replaced the laser head. Field service engineer performed system verification as per service installation record. More information about the reported issue was requested but not received. The replaced laser head was received at system site and will be forwarded for the refurbishment to the responsible supplier. According to information from the responsible supplier (coherent) the root cause for the reported event could be determined. No further investigation needed. According to the serial number of the laser head, this laser head has a c-ring sealing inside the laser head. This leak is a known issue and was addressed by the supplier: the root cause is the leakage of the c-ring sealing inside laser head. The supplier has improved the sealings and uses o-ring sealings now. Therefore, no further failure analysis of laser head is necessary as root cause is known. The timing of the reported issue is unknown. The reported event is a known issue. The root cause is the leakage of the c-ring inside the laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. During onsite visit the reported event could be confirmed and reproduced by the responsible field service engineer. The field service engineer checked the laser system and replaced the laser head. Field service engineer performed system verification as per service installation record. Without the replaced part no deeper root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause is a faulty laser head. The manufacturer internal reference number is: (B)(4).